Event description:
Plugged ligasure atlas handpiece into covidien valley lab ft10 machine. Instrumental error displayed on screen stating unknown instrument e416. Instrument not recognized replace instrument. I unplugged and reset machine multiple times and error still occurred. I then replaced with a new handpiece and had no issues.